Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
Customer called reporting a hospitalization. She said she went to her primary doctor for a cough. While there, she told the doctor about her high blood glucose levels. The doctor tested her blood glucose levels and then called the ambulance. Customer was taken to the emergency room with a blood glucose level of 660 mg/dl. She stated she had a cortisone injection before her hospitalization. Customer has been having high blood glucose levels lately and anything she tried to bring it down has not worked. Customer was not in an accident. Her current blood glucose level was 570 mg/dl. Customer declined to trouble shoot. Nothing further was reported.